Event description:
It was reported a spectrum pump had door not fully latched alarms during set up for an infusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed and reproduced during the device investigation while attempting to load a set. This condition was determined to have been caused by increased force being needed to properly close the door. The door hooks and latch pins were replaced to correct this condition.